Event description:
A cartridge alarm issue was reported by the customer. The blood glucose level due to the issue was not specified, but it displayed as "high." As corrective action, the customer administered a correction injection via manual delivery. No assistance from a third party was required. The problem did not occur during the load process, and there were no previous similar alarms with this pump serial number, though consecutive cartridge alarms were noted. Technical support confirmed these alarms and arranged to replace the pump, ensuring it includes updated software. The customer reverted to an alternative method of insulin therapy.